Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed a "poor pad contact" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
During the disassembly of the device to determine the root cause, the technician observed damage not consistent with typical use. A visual inspection of the device found damage to the one-step port not consistent with normal wear and tear. This report has been attributed to user mishandling. The one-step port will be replaced to resolve the report. The device will be recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.